Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the sheath did not perform as the physician expected; a vascular perforation occurred, and the patient had a retroperitoneal bleed. The patient required vascular surgery and a stent was placed to repair the bleed. It was noted that an integrated dilator/needle was used to gain transseptal access. Additionally, it was reported that the physician encountered some difficulty manipulating the sheath and unexpected movement occurred during what the physician thought was normal product use. The case was completed with pulsed field ablation. No further patient complications have been reported as a result of this event.